Manufacturer narrative:
The ventilator operates in a field of up to 20 mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20 mt) safety line, which must be marked around the mr scanner. These conditions are included as part of the "mr environment agreement". According to the information provided, the ventilator was outside the gauss line; however, the customer is not sure whether the brakes were locked or not. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. The cause for the reported event has not been determined but, the most probable cause is that the brakes were not locked during the time of the event.

Event description:
(B)(4).

Event description:
(B)(4). It was reported that the ventilator was pulled into the MRI unit when no one was in the room. There was no patient involvement reported. (B)(4).